Event description:
A physician reported that during vitrectomy surgery the ophthalmic laser probe tip could not enter the port. The surgery was completed after replacing the product with another one. There's no patient harm.

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the probe was returned for this investigation. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. Two potentially relevant complaints were found and reviewed as part of this investigation. The complaints were determined to not be relevant to this investigation. The probe was received for this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. Sample testing was performed and revealed excess adhesive on cannula-nitinol junction. The root cause of the reported event is attributed to excess adhesive on cannula-nitinol junction. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).